Event description:
It was reported that the health care professional (hcp) called for review of device data. Boston scientific technical services reviewed the device data and found this right atrial (ra) lead exhibited myopotential noise that was being oversensed resulting in inappropriate stored atrial tachy response (atr) episodes. Ra pacing impedances were noted to be stable. Technical services discussed possible causes and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).